Manufacturer narrative:
One medfusion pump was received cracked and chipped out on both front corners of the top case, a crack on the right plunger case, a missing battery door and battery. The event history log was reviewed and there was a battery communication timeout. The pump was unable to be tested since the battery was not returned with the pump. The interconnect board was found with contamination and that was the cause of the reported issue. The issue was user induced. The interconnect board was replaced and a battery was added to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump's battery malfunctioned. The pump also needed a battery door and a power cord. The issue was discovered during a service check and there was no patient involvement.